Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed functional testing due to user advisory 17 (max motor on time exceeded during active operation). The root cause of ua17 was a defective drivetrain motor, likely due to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in december 2013 and is over 12 years old. During functional testing, the autopulse platform displayed ua17 upon powering up. The investigation revealed that the air gap in the drivetrain motor brake assembly was too wide. The brake gap could not be adjusted and continued to open out of specification. The investigation found that the motor shaft dimples had widened/worn out. Therefore, the m3-.5 x 4mm set screws would not lock into the drivetrain motor shaft, dimple locking well, and caused the brake to disengage. The drivetrain motor assembly needs to be replaced to remedy the issue. The customer declined the service repair. Therefore, no service was performed, and autopulse platform sn (B)(6) was disposed of by zoll medical. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed functional testing and displayed user advisory (ua) 17 (motor on for too long during active operation). No patient involvement.